Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
It was reported that the auto mode was not active at the time of incident due to customer just getting a new insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. Customer stated that for some reason customer¿s alarm did go off. Customer also stated that low and high settings were turned off and they did not get anything. The customer was declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.